Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false nonreactive alinity I syphilis tp result for one 70 year old male patient with lung cancer with a history of weakly positive syphilis results. The patient was reactive for syphilis with another method the following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): alinity result = 0.65 s/co repeat = 0.65 s/co. Tppa = positive. Mindray result = 1.59 s/co positive. Historical result from (B)(6) 2023 = 1.5 s/co on the alinity with tppa also positive no impact to patient management was reported.

Event description:
The customer observed a false nonreactive alinity I syphilis tp result for one 70 year old male patient with lung cancer with a history of weakly positive syphilis results. The patient was reactive for syphilis with another method the following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): alinity result = 0.65 s/co repeat = 0.65 s/co tppa = positive mindray result = 1.59 s/co positive historical result from (B)(6) 2023 = 1.5 s/co on the alinity with tppa also positive no impact to patient management was reported.

Manufacturer narrative:
Section d4 catalog number and primary UDI updated to 07p60-77 from 07p60-74 with size code change from 21may2024.

Manufacturer narrative:
The complaint investigation for false non-reactive alinity I syphilis tp results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. The ticket search by lot found higher complaint activity than expected for this product, however trending review did not identify any related trends regarding commonalities for complaint lot numbers and customer reported issue. Device history record review on lot 57416be01 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. In-house sensitivity testing was completed with lot number 57416be01. All controls met specifications and no false non-reactive results were obtained, showing that the lots generate the expected results. Based on the investigation, no systemic issue or deficiency with the alinity I syphilis tp assay for lot 57416be01 was identified.

Event description:
The customer observed a false nonreactive alinity I syphilis tp result for one 70 year old male patient with lung cancer with a history of weakly positive syphilis results. The patient was reactive for syphilis with another method the following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): alinity result = 0.65 s/co repeat = 0.65 s/co. Tppa = positive. Mindray result = 1.59 s/co positive. Historical result from (B)(6) 2023 = 1.5 s/co on the alinity with tppa also positive no impact to patient management was reported.